Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned for evaluation, therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient expired while performing automated peritoneal dialysis therapy. The patient died while connected to the homechoice device during dwell one. The cause of death was not reported and it was not reported if an autopsy was performed. It was not reported if the patient was hospitalized nor if the patient received treatment prior to the event. No additional information is available.